Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ secondary set tubing separated from below the drip chamber during use. The following information was provided by the initial reporter: "the secondary tubing detached just below the drip chamber during use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/29/2021. H.6. Investigation: sample received and immediately presented with separation at the tubing to drip chamber separation. This verified the customer's complaint. Microscope was then used to determine the root cause of this issue- which has been determined to be lack of solvent during production of this junction. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, CAPA # 3974230 has been initiated, and a team has been assembled in order to investigate the issue. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ secondary set tubing separated from below the drip chamber during use. The following information was provided by the initial reporter: "the secondary tubing detached just below the drip chamber during use."